Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system- controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pioneer controllers were involved in an event where the patient showed signs of insufficient unloading of the left ventricle. The treating physician indicated that the event was related to the device malfunction. The patient experienced symptoms until the controller was exchanged. Additional issues included an unspecified alarm, data transfer error where data could not be downloaded, display error with the display being dark and blank, and noise from the pump being heard. The controller was exchanged, and the pump was restarted on a regular backup controller. Of note, the ventricular assist device (vad) is part of the subgroup 3. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports of the controller. An internal visual inspection revealed a crack on standoff post within the controller housing. The observed contamination and hairline crack of the connector are additional findings not related to the reported event. The most likely root cause of the observed contamination with the connectors can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing of the returned controller revealed that the controller display and front panel did not illuminate, the controller was unable to communicate to a monitor, and log files could not be downloaded. The controller was able to run the motor fixture. S upplemental testing was performed and revealed that the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller, was faulty. The uic is the main integrated chip responsible for the operations of the contr oller, including displaying information on the controller lcd display. The controller board was replaced and the controller was able to communicate with the monitor, log files were able to be downloaded and the controller display and front panel performed as inten ded. Functional testing also revealed that the no power alarm did not sound when both power sources were disconnected from the controller and a controller fault alarm, indicating an issue with the internal battery, was triggered. Supplemental testing was performed and revealed that the internal battery was defective. After the internal battery was replaced, the no power alarm performed as intended. Log file analysis revealed that the controller was in use for more than two (2) years. As a result, the reported unspecified alarm, data transfer error, and display error were confirmed. The reported ¿noise from the pump¿ event could not be confirmed due to insufficient evidence. The most likely root cause of the reported event can be attributed to a faulty user interface controller. The most likely root cause of the observed controller fault alarm and no power alarm not sounding during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the risk documentation, the reported ¿noise from the pump¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.